Manufacturer narrative:
Correction: please note that section has been updated at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted ¿there was no infection¿ and that instead ¿it was removed because it wasn¿t working¿ and ¿she needed to have an MRI done.¿ no further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, ,serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that all of her devices were removed due to infection in the last year and a half at the time of report. It was noted that there were no known replacement devices. No further event information was reported; no further complications were reported or anticipated. It was noted the patient was originally implanted for the treatment of spinal pain.